Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion in the ER, there was urine leakage from the side of the foley catheter. When trying to remove it, sterile water was hard to fall out. After removal, there was a step about 2cm from the tip of the catheter.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious issues. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage present. With the (in-house) syringe attached the catheter was able to passively deflate the solution with 5 minutes. 0 min 55 sec. The solution was flushed through drainage lumen and no leak present. The reported failure could not be replicated. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion in the emergency room, there was urine leakage from the side of the foley catheter. When trying to remove it, sterile water was hard to fall out. After removal, there was a step about 2 cm from the tip of the catheter.